Manufacturer narrative:
D11: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc201400j/11757612 UDI: (B)(4).

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: migration. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with four gore® excluder® aaa endoprostheses featuring c3® delivery system. An aortic extender endoprosthesis was placed on the distal end of a contralateral leg endoprosthesis in the left common iliac artery. The patient tolerated the procedure. On an unknown date in 2016, a follow-up imaging reportedly showed that one of the contralateral leg endoprosthesis in the left common iliac artery migrated approximately 5mm proximally. On an unknown date in (B)(6) 2018, imaging identified the left common iliac artery diameter enlargement. On (B)(6) 2018, an additional procedure was performed to treat the left common iliac artery diameter enlargement. It was reported that the left internal iliac artery was embolized and two contralateral leg endoprostheses were implanted from the left common iliac artery to the left external iliac artery. The patient tolerated the procedure.